Manufacturer narrative:
As part of our investigation, the service center followed up with the user facility to obtain additional information regarding the reported event and was informed that the facility reprocessing includes: the use of olympus acecide-c high level disinfectant and sterilant. The endoscope channel is brushed with an eus-olympus bw-400l (single use) brush during manual cleaning. The scope is reprocessed in an oer pro aer serial # (B)(4). The effectiveness of concentration is checked with each cycle. The scope was returned to the service and is pending evaluation. The scope will be sent to an independent laboratory for microbial testing.

Event description:
The service center was informed that the scope cultured positive for bacillus species during the user facility¿s monthly random audit. The facility performed two cultures on the scope. The user facility reported that one sample was taken by flushing sterile water down the working channel of the scope and the other from brushing the distal end of the scope and the elevator. There are no associated patient infections.

Manufacturer narrative:
The scope was sent to an independent laboratory for microbial testing. The scope's air/water and instrument / suction channels were cultured and tested positive for the following microorganisms micrococcus luteus and micrococcus yunnanensis. The scope was then ethylene oxide (eto) sterilized and returned to olympus for a device evaluation. A visual inspection was performed on the received device by inspecting the channels with an olympus boroscope. The instrument channel was inspected and found a white foreign buildup inside the channel from the bending section side. The channel was further inspected and noted scratch marks from the biopsy port side and a kink from the bending section side. The suction channel was inspected and there were no kinks, stains, or foreign material found. The scope image was checked and the image is normal. The scope passed the leak test. The scope was purchased on january 29, 2011 and the last time the scope came in for service was may 23, 2018. The scope was serviced and returned to the user facility. Based on the evaluation the cause to the white foreign buildup inside the channel is due to incorrect reprocessing cleaning.